Event description:
It was reported that during a routine follow up visit, it was not possible to interrogate the device. While attempting to interrogate, the patient claimed to feel the device working. The device is still in use. It was further reported that the device was explanted and a replacement is unknown. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a routine follow up visit, it was not possible to interrogate the device. While attempting to interrogate, the patient claimed to feel the device working. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Event description:
It was reported that during a routine follow up visit, it was not possible to interrogate the device. While attempting to interrogate, the patient claimed to feel the device working. The device is still in use. Followup information indicated the physician was planning to replace the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the no telemetry condition was confirmed. The device was opened up and telemetry began working. Additional diagnostic testing found the device performed nominally. The root cause of the anomaly could not be determined as the condition disappeared during analysis.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.